Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the power switch did not function due to a printed circuit board failure. Additional evaluation findings are as follows: 1.) Front panel damage; 2.) Power button backlight non-functional; 3.) Usb drive light failure due to a printed circuit board failure; 4.) Dust accumulation inside unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-190, evis exera iii video system center demonstration unit was returned to olympus for maintenance with no problem reported. Upon inspection and testing of the returned device, it was found that the front panel switches were not functioning. This report is submitted due to the front panel switches not functioning. As the problem was found during in-house service of the returned device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was manufactured before the design of the power switch was changed. Therefore, it was determined that the power switch became defective (did not work) because the operating force applied to the power switch and the number of times the switch was pressed exceeded the original assumption. It was confirmed that the design of the power switch was changed in order to improve its resistance. Olympus will continue to monitor field performance for this device.